Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that there was difficulty interrogating this pacemaker device during the routine follow-up visit. The health care professional (hcp) used a different programmer and was able to interrogate this device. Upon interrogation, it was noted that this device was found in safety mode and the patient was symptomatic of pocket muscle twitch from safety cores nonprogrammable settings. This device also exhibited premature battery depletion (pbd). Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Event description:
It was reported that there was difficulty interrogating this pacemaker device during the routine follow-up visit. The health care professional (hcp) used a different programmer and was able to interrogate this device. Upon interrogation, it was noted that this device was found in safety mode and the patient was symptomatic of pocket muscle twitch from safety cores nonprogrammable settings. This device also exhibited premature battery depletion (pbd). Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis.